Manufacturer narrative:
Device was tested on the bench and no anomalies were found.

Event description:
It was reported that the patient presented in the operating room for a device change due to normal elective replacement indicator. During the procedure, there was difficulty in removing the setscrew. There were no adverse consequences to the patient due to this event.